Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm aortic bioprosthetic valve that required valve in valve intervention after an implant duration of approximately 12 years due to structural valve deterioration leading to severe stenosis, regurgitation grade ii and paravalvular leak. The patient was implanted with a transcatheter bioprosthetic valve and was reported in stable condition. There were no reported complications.